Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Following evaluation and optimization of the left ventricular (LV) lead vector, the LV lead was found to exhibit a high capture threshold and phrenic nerve stimulation (PNS). Reprogramming was made until the LV lead revision could be performed. The LV lead was subsequently explanted and replaced with a left bundle branch pacing (LBBP) lead. The patient remained stable throughout the procedure and was discharged home the next day.

Manufacturer narrative:
Section B3 - The reported event date is an estimate. The event date was reported as follow, ¿The issue was noted roughly a month ago after being checked in cardiologist office¿.